Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that during the implant procedure, the slitter caught on the radiopaque marker of the delivery catheter and would not slit. The physician had to cut off the remaining portion of the catheter manually. The delivery catheter was removed. No patient complications have been reported as a result of this event.